Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted a slightly collapsed burette chamber. Functional testing and leak testing were performed and the device performed within specification. The reported condition was verified through evaluation. The cause was determined to originate from the raw manufacturing materials. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the burette of a buretrol set was malformed. This was noted before use. The reporter stated that the burette chamber was flattened. There was no patient involvement. No additional information is available.